Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged central processing unit (cpu) sensor board. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. The device was visually inspected and functionally tested. During service a cpu sensor board was found to be damaged; the cause was undetermined. No repairs were performed, the device was swapped. If any additional relevant information is received, a follow up MDR will be sent.